Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness, headache, asthma, lung disease, cancer, lung cancer - 20% left lung removed. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness, headache, asthma, lung disease, cancer, lung cancer - 20% left lung removed. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed no evidence of sound abatement foam degradation/breakdown in this device. Secondary findings were observed. Dust-like contamination on the top of the blower box lid, blower motor, pca (printed circuit assembly), bottom enclosure, humidifier enclosure, under the heater plate and inside of the blower box and surrounding area. Tan dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure is considered not to be in the airpath. Pil was unable to address the symptoms specified and 0 errors were logged. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.